Event description:
Customer reported on a bravo ph capsule that failed to attach. Customer suspects that the failure was due to excessive secretions in the pt's esophagus. The pt was not injured following the procedure.